Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that shortly after implant procedure arriving in the recovery room, diaphragmatic stimulation was noted. No sensing and no pacing were also noted indicating the right atrial lead was dislodged. The device was reprogrammed, and physician decided to not reposition the ra lead at that time. Patient was stable pre, during and post procedure. On (B)(6) 2020, the patient presented to the cath lab for repositioning of the ra lead. The ra lead was repositioned to the high right atrium posterolateral wall. The ra was tested and found to be within acceptable parameters. The patient tolerated to procedure well and was stable pre, during and post procedure.